Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician felt a resistance while withdrawing the device through the scope. Subsequently it was noticed that the clevis of the device was bent. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician felt a resistance while withdrawing the device through the scope. Subsequently it was noticed that the clevis of the device was bent. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the distal end cut and the clevis arms bent. Functionally, the returned unit could not be tested due to the return condition of the sample. The condition of the returned incident device was consistent with the complaint that the clevis was bent. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)